Manufacturer narrative:
D10: 300-01-13 - eq, humeral stem primary, press fit 13mm, 320-36-00 - 145-deg pe 36mm hum liner +0: (B)(6), 320-10-00 - eq revtray adapter plate tray +0:(B)(6), 320-31-36 - glenosphere, 36mm: (B)(6), 320-35-01 - small glenoid plate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a 66 yo female patient, who had a left tsa, reported they woke up with increased pain in their shoulder and had a lack of arom. Dislocation reported. Action(s) taken: closed reduction in ed, sling. Outcome indicated resolved. The event was possibly related to the device and definitely related to the procedure. No further information this is 1 of 4 events for this patient.